Event description:
The pt had a primary surgery in 2006. It was found after 18 days that the blocker on c6 was loose. The surgeon decided to perform a revision surgery approx 3 months later.

Manufacturer narrative:
The product is not available for evaluation. Add'l info has been requested and if received will be provided on a supplemental.